Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the patient attached the cassette to the pump, a no message alarm went off. The cassette was changed and the device functioned normally. No patient injury was reported.

Manufacturer narrative:
H4: device manufacturing date could not be determined. D4: device serial number/lot number is unknown. H6: health impact and evaluation codes: updated. H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample four pictures were received for evaluation. Visual and functional testing was performed. Visual inspection found no damage, kinks or any discrepancies that could cause the failure mode reported. Functional testing found failure mode could not be duplicated by functional testing, complaint is not confirmed. Device passed all functional testing. No problem found. No root cause determined due complaint was not confirmed. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.